Event description:
Consumer complaint of low blood glucose results. Customer performed back to back blood tests - 106, 100 mg/dl. Customer states expected range in the morning is 110-130 mg/dl and expected range before bedtime is 140-150 mg/dl. Memory results show (B)(6) at 10:43 a: 102 mg/dl; (B)(6) at 10:19 a: 106 mg/dl; (B)(6) at 7:04 p: 122 mg/dl; (B)(6) at 9:30 a: 51 mg/dl; (B)(6) at 6:32 p: 56 mg/dl; (B)(6) at 10:19 a: 111 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).